Event description:
Reporter indicated a vns dell x5 computer was displaying an "vns executing sql error" message when attempting to use the vns software. It was confirmed that the flashcard was inserted properly, and a hard reset of the computer did not resolve the issue. It is suspected the software may be corrupted. Attempts for return of the computer are in progress.

Event description:
The handheld and flashcard were received on (B)(6) 2012 and analysis has since been completed. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was verified. During the analysis it was verified that the software would display sql error messages following an interrogation. The cause for the sql errors is associated with a corrupt database. A cause for the file corruption could not be determined based on the available information. No other anomalies were identified.